Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15301. It was reported the patient experiences persistent pain at her ipg site and that she experiences heating at the pocket site while charging her ipg. The sjm representative met with the patient and indicates her ipg site was superficial and the site is purplish and tender. The patient denies any falls or trauma to the site. Surgical intervention was taken to revise the ipg pocket site. The patient was also issued a replacement charging system. Since the revision procedure and using the replacement charging system the patient's issues have resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.